Manufacturer narrative:
Product not returned for eval.

Event description:
Pt reported that her blood glucose elevated to 500 mg/dl. When she went to check her device system she noticed that there was a gap of air between the connection of her infusion set head going into the tubing. She was advised by the pump support agent to disconnect and bolus 2.5 units of insulin into the air. The I nsulin started to flow, but as soon as the bolus was finished the air would reappear in the tubing. The pt stated that she changed the cartridge and tubing three times. She said that there were no air bubbles in the cartridge. She was advised to switch to her back-up device and try the device accessories on that device, but the issue would still occur. The pt stated that her pistion rod is at least one year old, and thinks it may be bad. The pt was sent a new piston rod. No medical treatment was necessary. No product is being returned.